Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Customer's age and weight are unknown.

Event description:
The customer reported that he went hiking to the mountains and the temperature was about 30 degree fahrenheit. At 7:13 a.m., the customer tested his blood glucose on a contour next link 2.4 meter and obtained a reading of 25 mg/dl. The customer was feeling hypoglycemic. Based on this reading, he drank two boxes of juice and ate waffle with honey. The customer performed two more tests at 7:27 a.m. And 7:37 a.m. And obtained readings of 47 mg/dl and 142 mg/dl respectively. Before lunch the customer's blood glucose reading was 120 mg/dl. He ate 30 grams of carbohydrates, while his recommended intake is 10 grams. After lunch, the customer felt sick, had stomach ache and nausea. The customer went home and a physician was contacted for the medical assistance. The customer was injected with 3 units of insulin. The customer felt symptoms of diabetic ketoacidosis for 12 hours. As per the meter specifications, it should be operated within 41 to 113 degrees fahrenheit. The customer was advised to return the test strips for evaluation. A replacement meter was sent to the customer.